Manufacturer narrative:
Customer contact reports no patient information is available. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The customer replaced the cracked flow sensor to resolve the reported issue. Legal manufacturer: (B)(4).

Event description:
The hospital reported a low pressure error resulting in a loss of mechanical ventilation during a case. There was no patient injury reported.